Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox sv balloon dilatation catheter noted blood in the guide wire lumen and on the shaft and tray, consistent with being advanced over a guide wire and into the anatomy as reported. There was no contrast visible. The balloon was separated from the shaft 9.5 mm proximal to the proximal balloon seal and was returned inside the yellow protective sheath as reported. The material at the separation was stretched and jagged. The balloon was tightly folded. There was no other damage noted to the balloon catheter. The inner diameter of the flared portion of the yellow protective sheath was measured and met manufacturing criteria. Potential factors for balloon/shaft separations include, but are not limited to manufacturing, interaction between devices or resistance during withdrawal into the guiding catheter/sheath. In this case, it was observed that the balloon remained in the protective sheath. The material at the separation site was noted to be slightly stretched and jagged, suggesting an overload of the material. It may be possible that the sheath was slightly pinched during removal causing the shaft to separate proximal to the proximal balloon seal. The balloon was easily removed from the sheath during the returned device analysis, indicating that there was no resistance and that the sheath was not too tight over the balloon. Reportedly, the fox sv was advanced into the anatomy when it was noted that the balloon had separated from the catheter; the fox sv instruction for use (IFU) warns: carefully inspect the catheter prior to use to verify that it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. A review of the device lot history record revealed no nonconforming material records for this lot and a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Although a conclusive cause for the shaft separation could not be determined, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure of the shunt, the 5.0 mm x 20 mm fox sv was advanced but could not be visualized at the lesion. The device was removed from the anatomy and it was noted that the balloon segment was dislodged. The balloon segment was located within the packaging protective sheath. A second 5.0 mm x 20 mm fox sv was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.